Event description:
It was reported that the intracavity model 3d9-3v probe was leaking fluid. The probe was associated with the epiq 5w ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, and no patient or user was harmed as a result of the issue. In response to the issue, a quote was provided to the customer for a replacement transducer; however, they have not replaced it at this time. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the transducer based on the customer complaint. The service engineer confirmed a small amount of liquid where the tip connects to the shaft although a visual inspection did not reveal any damage or cracks where the fluid could leak out. The complaint was escalated for a product analysis; however, the customer declined to replace the probe. As such, the transducer could not be obtained for failure analysis.